Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a manufacturing representative (rep)regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had returned of symptoms. The battery check was performed, and impedance checked. The patient did not want to continue interstim therapy. The device was explanted, and the issue were resolved at the time of this report. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient did not believe the device worked for her. No cause was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.